Event description:
This 24 year old male was post op from vein ligation. Attached to pca pump 50cc/50ml. Found tohave received 40cc in 6 hours, it is thought. No adverse effect. Pca disconnected as soon as discovered. Patient went on po meds. Los 1/25-1/28/93. Sent to biomed dept. Abbott calleddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided, inserviced by manufacturer/distributor representative, other. Invalid data - on device destroyed/disposed of status.